Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 309628, batch# 3027085. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. "Syringe is dirty inside of syringe.", "inside of syringe was seen to be dirty upon opening". Item- 200108018, lot -3027085. Product not administered to the patient.

Manufacturer narrative:
One sample and two photos were provided to our quality team for investigation. During the sample evaluation, dark colored loose foreign material was observed on the plunger outside the fluid path, specifically below the stopper. The condition observed is non-conforming per product specification. The potential root cause for the foreign material outside the fluid path defect is associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3027085. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information